Manufacturer narrative:
Failure analysis noted that the pump received with an unexpected restart alarm after battery change due to leaky voltage interface board. Interface board damaged during analyzing. No external ram sensor alarms noted. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The insulin pump passed the basic occlusion test, excessive no delivery test and displacement test. No motor error alarms occurred during test. The motor tested ok. The insulin pump was received with a bleeding lcd. The pump was returned with missing address/serial number label and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call a display anomaly. Blood glucose at the time of incident was 290mg/dl. Mother states the insulin pump has an unexpected restart after a new battery change. She states they have reoccurring no delivery alarms. Troubleshooting reviewed the history and noted an external ram error, unexpected restart, a couple of motor errors. Mother was asked to perform a bolus into the air and to perform a self-test. The bolus was recorded in the bolus history and the self-test passed. The troubleshooting for the motor error, determine there is no e10 alarms. The drive support cap appears normal. The no delivery was resolved by a complete set change. Troubleshooting was able to resolve the issue. Troubleshooting determine to exchanged pump because of the recurring alarms. The device will be returned for analysis.